Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device exhibited what appears to be loss of capture. There were stable thresholds, impedances and no evidence of noise or asystole issues. The pacemaker has been explanted at this point with the right ventricular lead. No additional adverse patient effects were reported.